Event description:
The device failed, before a procedure. During, "preparation for use".

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e216 was, due to corrosion of the plug unit, caused by internal immersion. But, it was not possible to determine, the cause of the occurrence of internal flooding. Error e218 occurred, due to a short circuit in the board unit. But, the cause of the short circuit of the board unit could not be determined. The event can be prevented, by following the instructions for use, which state: ¿5.7 rinsing the endoscope and accessories following disinfection. [Caution]: after rinsing, thoroughly dry the electrical contacts of the endoscope connector by wiping with sterile lint-free cloths. Otherwise, hard water residue may be deposited on the electrical contacts. Which, may cause an abnormal endoscopic image, when the endoscope is used¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was not confirmed since there was no image available due to the error messages. In addition, evaluation found the cable unit, scope connector circuit board in the scope connector, scope cover, scope ID, and video connector had corrosion due to water leakage, the bending section cover adhesive was chipped, the connecting tube was deformed, and the ultrasonic connector was dirty due to water leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis eus ultrasound bronchofibervideoscope was intact, but there was some loss of functionality. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e216 scope communication error was displayed due to corrosion on the plug unit and an e218 scope malfunction error was displayed due to a short on the circuit board unit. The report is being submitted due to the error messages found during evaluation.